Manufacturer narrative:
The device was discarded and not returned for product evaluation. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a catheter flow inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product has been requested for return for a product evaluation. It has not arrived. Once the product evaluation has been completed a supplemental report will be submitted with the findings. The lot number is unknown. Therefore, the device history record review cannot be completed. Additional product codes, dre and dqe. Additional 510k number k110167.

Event description:
It was reported that there was a malfunction with the oximetry central venous catheter, during use. The catheter body became kinked near the distal end of the backform. As a result, the catecholamine medication was not infused continuously into the patient. The medication became stuck at the kinked portion of the catheter. There was no patient injury.